Event description:
A user facility submitted a repair request to the olympus service center indicating, the flex video scope, had image lighting issue. Upon inspection and testing of the returned device, it was observed that the image guide pipe display had disappeared by (1mm or more). This report is being submitted for the reportable malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned and evaluated. The following reportable issue was confirmed: indication on connecting tube had a disappeared area of (1mm2 or more); additional findings were as follows: connecting tube had a wrinkle; due to wear of angle wire, bending angle in up direction does not meet the standard value; connecting tube had a dent. The following areas had a scratch: connecting tube, image guide protector, control unit, switch box, grip, angulation lever, up down plate, universal cord, and the suction connector. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the marking disappearance on the insertion tube occurred due stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.2 ¿inspection of the endoscope¿ describes how to inspect for the subject event as below. [Inspection of the endoscope] 1 inspect the control section, and endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. 6. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff (see figure 3.4). 7. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. Olympus will continue to monitor field performance for this device.